Manufacturer narrative:
The insulin pump had a button error alarm due to a corroded keypad trace. There was no moisture damage found on the electronic assembly and motor. Also, the pump had a missing end cap sticker.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he changed the battery and it still says button error. Customer stated that he was trying to bolus. Customer's blood glucose was 172 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.